Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, all keypad buttons were intermittently unresponsive, delayed, and required multiple presses to engage. The down arrow and contrast keypad buttons were difficult to press and required increased force to engage. The keypad cover was removed and contamination was found under the all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that down button was intermittently unresponsive, and it was progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.